Event description:
On (B)(6) 2010, I had two hernia surgeries, repair of umbilical hernia with 6.4 x 6.4 cm atrium patch, reference #(B)(4) and lot #21-10697810013. Repair of right inguinal hernia with an extra-large proloop (r) mesh, reference #(B)(4) and lot #10624897. The umbilical hernia surgery appears fine, no issues. The inguinal hernia however, they stated I may have "ghost pain" in the area of the right inguinal area and maybe on the left as well. Almost immediately after the surgery, I had extreme pain in other areas.